Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt muscle spasms in their chest, and during clinic testing there was noted visible stimulation of the chest wall with every paced event. Pocket stimulation was suspected. When outputs were programmed down to the threshold level without safety margins, the stimulation was not present. The stimulation reappeared on the atrial lead when the output was increased. Subsequently, the right atrial (ra) lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned for evaluation. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.